Event description:
Reporter indicated a patient underwent attempted vns implant surgery but experienced an episode of bradycardia and then asystole during intraoperative vns diagnostic testing. The surgery was aborted and the patient recovered completely. All attempts to the reporter for further information have been unsuccessful to date.

Manufacturer narrative:
Cardiac arrhythmias are known possible adverse events of vns therapy listed in manufacturer labeling. Article citation: asconape, j.j., moore, d.d. And zipes, d.p. Early experience with vagus nerve stimulation: cardiac complications. Epilepsia 1998; 39 (suppl. 6): s193. See scanned page.